Event description:
"During a laparoscopic colon surgery, one of our younger surgeons managed to transect the ureter."

Manufacturer narrative:
A proper eval cannot be performed due to the prod not being returned. At this time, we are unable to confirm the part number involved. The physician indicated the prod involved was a ureteral illuminating catheter set. The physician also did not indicate if the pt rec'd any add'l procedures to aid the transsected ureter or if there was any add'l harm to the pt. Numerous attempts to speak with the physician who reported this incident to gain add'l info have been unsuccessful. Add'l investigation as well as continued attempts to speak with the physician are currently underway. As add'l info becomes available, it will be forwarded.